Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle cup inserter handle would not disengage from the cup while impacting the acetabular cup implant into the patient. Surgical delay of 3 minutes occurred. No adverse affects on the patient.

Manufacturer narrative:
Product complaint (B)(4). All medical device reports associated with the same/similar device(s) and insert product experience code were reviewed. It was determined insert product experience code has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 11 2022. In total, there have been zero serious injuries and zero deaths reports related to insert product experience code in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, insert product experience code associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.

Manufacturer narrative:
Product complaint # (B)(4). All medical device reports associated with the same/similar device(s) and device interaction (2+ devices): unable to disassemble were reviewed. It was determined device interaction (2+ devices): unable to disassemble has not caused or contributed to any deaths or serious injuries within the time period of jan 1, 2018 ¿ july 12 2022. In total, there have been zero serious injuries and zero deaths reports related to device interaction (2+ devices):unable to disassemble in the last 4.5 years. Based on the data, the likelihood of a death or serious injury occurring as a result of the failure is remote; therefore, device interaction (2+ devices):unable to disassemble associated with same/similar device(s) of this report will no longer be reported as a medical device report (MDR) unless the event results in a reportable event per 21 cfr 803.50.